Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the functional testing performed on the pump identified it failed the activation test. Product analysis concluded these activation issues could affect the functionality of the pump. Based on this observations, the reported allegations of pump collapsed/dimpled/flat and mechanical issue were confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks in the returned components. The tubing was not returned for analysis. Functional testing of the pump identified that the component failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The pump was dimpled when squeezed. The physician and nurses tried troubleshooting the device but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which all of his components were explanted and replaced. After the procedure, the patient was retrained in the system operation. The patient got better after the procedure and remains stable.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The pump was dimpled when squeezed. The physician and nurses tried troubleshooting the device but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which all of his components were explanted and replaced. After the procedure, the patient was retrained in the system operation. The patient got better after the procedure and remains stable.